Event description:
In 2005, at 1745, a patient with a diagnosis of dka was transferred from the emergency department with an insulin drip running at 7 cc's/hr. The IV was on a single pump. On arrival to the medical unit patients IV's were placed on the pulum xl3. 100 units of regular insulin had been mixed in a bag of 100 cc's of normal saline in the emergency department. There was also a bag of normal saline running at 300 cc's /hr. "B" was set for 300 and "c" was set at 7 for the insulin drip. At 1845 pump alarmed - c was reading "air in line." 100 cc bag was empty and the rate had changed from 7 to 80. 74cc's of the bag had infused over one hour. "B" was still running.